Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker.

Event description:
Customer reported that the insulin has a crack. Blood glucose value is 138 mg/dl. Customer stated the crack is inside the insulin pump in the battery compartment and it is cracked off; the insulin pump is holding by a thread. Customer went to change the battery it just broke. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.